Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass procedure, while closing the mesenteric breach, the device needle broke and fell into the patient cavity. To resolve the issue, the surgeon had to perform an x-ray to locate the needle and to be able to retrieve it. The procedure was also converted from laparoscopic to an open procedure due to the problem. The surgical time was also extended for more than 30 minutes, and there was an extended incision for more than 1 inch or 2.54 cm. The patient had a permanent tissue damage.